Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative went on-site to evaluate the suspect device and returned it to service specifications. The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could not be confirmed or duplicated. An evaluation of the blender component could be confirmed and duplicated. The pressure regulator clippard is missing gasket causing leak.

Event description:
The customer reported while using the vela ventilator; there is a leak at the back of the ventilator. At this time, it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect main printed circuit board assembly was returned to vyaire for failure analysis investigation. An evaluation was performed and the reported complaint was unable to be confirmed and duplicated.